Event description:
It was reported that the patient presented to the hospital for a scheduled lead revision procedure. Prior to the procedure, it was noted that the right atrial (ra) lead exhibited oversensing of noise which resulted in pacing inhibition. The ra lead was capped and replaced on 27 nov 2023 during the scheduled procedure. The patient was in stable condition throughout.